Event description:
Per the audiologist, the patient's flange fixture with abutment fell out in late 2007. Reportedly a mild trauma caused the fixture to fall out. No details on the type of trauma were provided. A new flange fixture with abutment was placed in 2008. The fixture was returned to the manufacturer but had no been sterilized. Per procedure, no analysis was done on the fixture.

Manufacturer narrative:
This is a final report. The type of event is address in the device labeling.